Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl and current blood glucose level was 109 mg/dl also customer¿s blood glucose level was found 37 mg/dl. The customer experienced symptoms such as abdominal pain. The customer was treated with glucose. The insulin pump will not be returned for analysis.